Event description:
The customer reported that the hard drive was failing and the system would not boot up. There is no report of pt injury associated with this event.

Manufacturer narrative:
The customer reported that they will be enlisting a third party to perform the repairs.